Event description:
Nurse achieved proper placement of the nasogastric tube but had difficulty removing the stylet from the nurse. This happened on a second occasion as well. A facility name was not given on the fax received.

Manufacturer narrative:
Because the actual device was not returned at the time of this report, the actual device could not be evaluated. In-house finished product was visually inspected. It was noticed that the stylet contained a very small amount of silicone lubricant, and may be the cause of the difficulty encountered when removing the stylet from the nasogastric tube. Actual performance testing cannot be performed as the product is used in vivo and these conditions can not be mimicked in the laboratory. A corrective action has been initiated and re-training of personnel conducted to ensure that the stylets are properly lubricated during the production process. Qa feels confident that this will rectify the problem and will monitor all feedback to determine if the corrective actions taken have been sufficient to prevent any future occurrences. No pt harm occurred or could have occurred as this problem was more of an inconvenience than an actual event. This occurrence is conservatively being reported and FDA will be updated, should the need arise.